Manufacturer narrative:
In the previous report the manufacturer has reported incorrect information in box b: 'describe event or problem' and box h: '(device) problem code grid (0)' is given as material integrity problem, 'remedial action initial (rfb)' is given as required, 'remedial action' initiated given as recall and 'recall (z) number' given as z-1974-2021. After reviewing it was determined that device with brand name remstar pro m series does not come under recall list, hence recall action and recall number is not applicable for this device. The corrected 'describe event or problem' is as follows: the manufacturer received information from uno legal litigation in reference to a remstar pro m, there was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In box h: remedial action initiated and recall (z) number has been updated as not applicable to reflect the correct information. Box h: (device) problem code grid (0) has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer.